Event description:
It was reported that prior to starting a da vinci si myomectomy procedure, the surgical staff reported seeing a broken wire on the fenestrated bipolar forceps instrument, while the surgeon was performing adhesiolysis. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported wires broken. However for clarification, the product problem was a broken pitch cable at the distal clevis hub. Based on this, the complaint was confirmed. Clevis does not exhibit any damage or wear marks but cable segment that contains the crimp is missing.